Manufacturer narrative:
Addition h6: code 213-the review of the manufacturing paperwork verified that these lots met all pre-release specifications. Addition h6: code 22.

Manufacturer narrative:
Additional devices implanted and/or related to this event: tgm343415/ 23341382; UDI (B)(4). The gore® tag® conformable thoracic stent graft with active control system (ctag-ac) instructions for use state that potential device or procedure related adverse events include neurologic damage, local or systemic (e.g., paralysis).

Event description:
The field sales associate reported: on (B)(6) 2021, the patient underwent endovascular treatment of an acute type b dissection using two gore® tag® conformable thoracic stent graft with active control system (ctag-ac). It was reported that post procedure the patient developed paralysis. A csf drain was not done for this procedure. The fsa reported ¿anesthesia had assured the surgeons they could do one, a csf drain. The patient was too unstable to transfer to a hospital that could do a drain and had to be treated immediately regardless¿. The patient tolerated the procedure.